Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital for diabetic ketoacidosis and blood glucose level over 500mg/dl. The customer was treated with intravenous saline and insulin. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, an altitude alarm had occurred while the customer was not outside of the labeled operating altitude range. Reportedly, customer cleaned the speaker holes and cleared the alarm. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.